Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and had reduced battery life. Customer stated the esc button was not working. Blood glucose level at the time of the incident was over 300 mg/dl and treated with insulin pump. The customer did not recall any significant events leading up to this issue. The customer stated that the time clock advances when monitored for one minute. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specifications. No unexpected low battery alarms were noted during testing. The device passed displacement test and self test. The device received with intermittent escape, due to flattened dome switches. No unlocked lcd keypad connector. No button error alarms noted. The battery cap received with stripped battery cap coin slot.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2018.